Manufacturer narrative:
An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the indeterminate endoleak event is unconfirmed and the sac growth event of 16.5 mm was confirmed. During the investigation, endologix found reasonable evidence to suggest the device was used off-label due to the index procedure of the iliac diameters (should be 10-23mm), it is unknown if this contributed to the reported event. Due to the extreme artifact on the imaging for multiple lumbar coiling's, it could not be determined if there was a distal endoleak as there was proximal seal with no noted endoleaks and the iliacs were sealed distally as well. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was discharged on the first postoperative day following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: method remove 3233. H6: conclusion remove 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, an afx vela suprarenal, and two afx limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 4 years post initial procedure a type iii endoleak of indeterminate origin with aneurysm enlargement was detected. Re-intervention was completed with an implant of (non-endologix) gore excluder system (bifurcated main body and two iliac extensions). There were no leaks observed at completion of procedure.